Event description:
Following a percutaneous procedure an 8f angio-seal evolution was deployed in the right common femoral arteriotomy. The right common femoral artery (cfa) appeared to be 10 millimeter (mm) in size that was free of disease. There was immediate hemostasis. Five hours and 30 minutes later, the groin started to ooze. Two hours later, the pt felt a "pop" in her groin at the angio-seal site and a 6x6 mm hematoma formed. A femostop was applied. The next morning, after ambulating, the pt formed another hematoma associated with pain in the same area. The physician said there is a bruit at the site and scheduled the pt for a doppler ultrasound which extended the pt's hospital stay. The pt developed deep venous thrombosis (dvt) in the groin area and was treated with anti-coagulation therapy. The pt was taking medications of aspirin, plavix, and angio-max.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.